Event description:
It was reported that this implantable pacemaker longevity dropped from 5 years to elective replacement indicator (eri) in a span of 7 months. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption is increasing in a gradual fashion. This could possibly be related to an internal electrical short of the battery or other hardware fault. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. Additional information indicated that this device was explanted. No additional adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker longevity dropped from 5 years to elective replacement indicator (eri) in a span of 7 months. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption is increasing in a gradual fashion. This could possibly be related to an internal electrical short of the battery or other hardware fault. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity dropped from 5 years to elective replacement indicator (eri) in a span of 7 months. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption is increasing in a gradual fashion. This could possibly be related to an internal electrical short of the battery or other hardware fault. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.